Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This was observed while the clinic was performing a routine transfer set change during use of the device for peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.